Event description:
The customer reported via phone call that she received calibration alerts and bad sensor alerts. Blood glucose level at the time of the incident was 262 mg/dl. Customer was advised as to the proper calibration methods. The customer also reported that she recently had a blood glucose level of 50 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor, performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.